Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c10, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error 13-1064-1229¿ was confirmed. From 03-feb-2025 to 11-feb-2025, 6 lvps were received unboxed and with paperwork. Units powered on with error code due to corrupt or no software loaded in units. Units re-flashed and then functioned normally with no errors when tested along with a pcu and asm check-in testing, no other issues noted. All 6 units will be re-flashed with sap serial number and verified by san diego repair center. Failure investigation report uploaded to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 13-1064-1229. There was no patient involvement.